Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer was incorrectly adding insulin to the cartridge. The cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose (bg) was 598 mg/dl. A manual insulin injection was administered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.